Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a jelco hypodermic needle-pro needle had the bevel of the needle in an irregular position, facing down or to the side. The security device detached from the needle during collection. No permanent injury reported.